Event description:
It was reported by the user facility that the device was overheating. The user facility was not able to provide any further information regarding the reported event. Information was requested regarding adverse consequences, delay of therapy and medical intervention, but no additional information was available.